Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d4: model number: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section e1: address not provided. Section e1: telephone number (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2023, the patient attended (B)(6) hospital, where the doctor carried out the iol implant procedure on her right eye. On (B)(6) 2023, the patient consulted the doctor for reported blurry vision and inability to see distance in right eye, feeling worse than prior to the operation. The doctor explained that he had placed an incorrectly sized iol in the patient's right eye during the operative procedure. The doctor offered the patient the options of observing but taking no action. On (B)(6) 2023, the incorrect iol was bisected and removed in a secondary procedure and replaced with a new iol. No further information available.